Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm during cycle two of five of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During the troubleshooting, it was reported that there was a loose connection between an unspecified line of the homechoice cassette and an unspecified solution bag that led to this alarm. The patient had cycled power off and on to clear the alarm. Renal technical services reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.